Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, some of the staples were malformed and fell into the patient. They were retrieved. The staples that divided the colon were formed correctly. The surgeon opted to perform the next transections by cutting and sutured by hand. There was no patient impact. The device was discarded. Some of the malformed staples were saved and will be returned.

Event description:
Initially, the customer contacted baxter's global technical service representative (tsr) to report he connected the homechoice device before prime and did not realize it until the drain started. Technical tsr assisted the hp with ending therapy early procedure. During a follow up call on (B)(6) 2010, the patient indicated he had peritonitis and on antibiotics for 14 days. The patient indicated he is doing well and continuing with peritoneal dialysis treatment.

Manufacturer narrative:
(B)(4). Only staples returned the analysis found that (4) staples only were received. Three staples were formed properly and the fourth staple appeared it have been dragged by the knife. No conclusion could be reached as the device and cartridge were not returned. We have documented the reported circumstances as they have been reported to us. A valid lot/batch number was not received, therefore the device history review could not be performed.